Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging harm. The patient alleges headache, respiratory tract irritation and dizziness. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging harm. The patient alleges headache, respiratory tract irritation and dizziness. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was evaluated by the manufacturer's product investigation laboratory (pil) and pil was unable to confirm the customer's complaint. After review, tech has determined that ventilator operates as designed and functions as expected. The o2 low flow test step was an intermittent failure caused by a faulty o2 connector. The sensor board of the unit drifted out of spec due to contamination issues. Tech determined through test observations and their results, and through review of existing trilogy documents, that the port caps missing from the internal porting block adapter at ports 1, 2, 4, and 5 did not affect the trilogy 100 unit¿s ability to operate as designed and function as expected.